Event description:
As reported by the user facility: reported that 3 pole clamps at their facility broke, (plastic piece in clamp bracket broke in half). Pump fell onto a pt's visitor. The pump (infusomat space pump), fell onto the person's head, causing a laceration. This individual was sent to emergency room for treatment. Additional info provided by the facility indicated that the risk mgr who reported this incident is no longer with the facility. Additional info provided by the materials mgr indicated the pt's visitor was assisting the pt with their IV and leaned over pulling on the tubing which pulled on the pump. The pump came off the pole clamp and hit the pt's visitor on the head. It was discovered at this time that both clips on the pole clamp which snap the pump into place were missing on the underside of the pole clamp. The clips were not located at this time. It is believed that the clips were broken off before the pump was put on the pole clamp. Additional info provided by the performance involvement analyst indicated the individual was treated in the ER for a contusion and bleeding on the scalp. No sutures were required. The contusion was cleansed and neosporin and a gauze 2x2 were applied. She was given an ice pack and walked out of the facility on her own with a steady gait. The facility is still in possession of the sample, and will be returning it for eval.

Manufacturer narrative:
The actual device has not been returned to be evaluated. Without the actual sample a thorough eval could not be performed. From the additional info provided by the facility it appears that the pump was placed, unknowingly, into a broken pole clamp prior to the incident. When the pt's visitor accidentally pulled on the tubing, the pump was pulled from the broken pole clamp. Due to the clips, (locking levers) being missing on the pole clamp the pump was not properly secured on the pole. However, without the actual sample for eval, no specific conclusions can be drawn. If the sample is received and any pertinent info becomes available through investigation, a f/u report will be filed. All available info has been provided to the actual MFR for eval.